Event description:
New information received indicates that the patient received a vibratory alert for noise. Further testing was recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was seen via a remote transmission. The patient was asymptomatic. Review or the egm showed low level, high frequency noise that was inhibiting pacing. Further testing was recommended. Patient is doing fine and will continue to be monitored remotely.